Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event was reported. The patient stated they inserted a transmitter and let it pair before leaving home. The patient mentioned he was a brittle diabetic and during this time, he performed a finger stick reading and stated the bg meter read reading 260 mg/dl. He received a transmitter not found error on the dexcom and stated they attempted to pair transmitter two more times and left his home. While driving, his blood sugar dropped which resulted in the him losing consciousness and being involved in a car accident. The patient recalled waking up in the hospital and was informed of what happened. He stated that when he was in the hospital, the transmitter was able to pair, and a sensor session was started. It was indicated that the emergency medical technicians (emts) that were called, checked his blood sugar at the time of event and it was reading 20 mg/dl. He was treated with dextrose 50 and was in the hospital for three nights and released on (B)(6) 2019. No data or product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. Labeling indicates: during the warmup period, neither device will provide any sensor glucose readings. No additional patient or event information is available.